Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that insulin pump received pump error alarm. Customer's blood glucose value was 196 mg/dl. Customer also stated that the insulin pump was able to clear alarm and able to rewind but they put in a new battery and they received insulin pump error. The customer was assisted with troubleshooting. Customer also mention that they currently in the hospital for non-diabetic issue. Device will not be returned for the analysis.